Manufacturer narrative:
(B)(6). (B)(4)

Event description:
It was reported that (B)(6) 2012 patient presented with back swelling of the lower edge of the back instrumentation with the following symptoms pain a and swelling in the last 2 months. The area and swollen erythema and induration. He has been on w remicade for 2 years and methotrexate. He noted no prior trauma or other antecedent event. No dental in 1.5 year. Colonoscopy 2 years ago this has been more problematic and aspiration by pcp was unsuccessful. He ieass noting more problems with urination that are thought to be due spinal cord disorder rather a urologic cause. Current therapy which has included observation and short course of antibiotic therapy as not offered significant improvement. The patient presents to discuss treatment options. Back lumbar surgery 4 years ago and cervical 3 years ago. He has a past medical history of rheumatoid arthritis. He had past surgical history that includes cervical fusion; knee replacement; and laminectomy. Neurologic: negative except for headaches, paresthesia, coordination problems and weakness. Musculoskeletal: negative except for back pain. Psych: negative for excess worry/anxiety, depression and low mood. Cyst, lumbar spine incision (B)(6) 2012 patient presented with the diagnosis of soft tissue, lumbar, biopsy: fibroconnective tissue showing moderate to severe acute and chronic inflammation, foreign body-type giant cell reaction, pigmenl-laden histiocytes, and granulation formation, soft tissue, lumber, excision, skin and fibroadipose tissue showing focal acute and chronic inflammation with microabscesses, foreign body-type giant cell reaction, pigment-laden histiocytes, and granulation formation (B)(6) 2012 the patient presented for soft tissue, spinal region, excision and removal of instrumentation, explanted instrumentation (please see gross description), segments of hyalinized fibrous tissue, dystrophic calcification and histiocytes. (B)(6)2012 the patient with the following operative procedures: 1. Removal of segmental spinal instrumentation. 2. Exploration of fusion. 3. Re-instrumentation t11 to the pelvis. 4. Fusion t11 to the pelvis. 5. Local autogenous bone, 2 large kits of bone morphogenic protein and 20 ml of bone graft for fusion. He had a significant amount of metal debris, a lot of black tissue, a significant amount of scarring and inflammatory tissue. The deep cultures were taken anyways. The instrumentation was exposed. This was a very difficult exposure scarring. Once the instrumentation was exposed, it was noted that every locking cap was loose as well as some of the screws. The rod was then removed. The only thing that was left was the right iliac screw which had broken significantly down under the crest and the surgeon thought that it would be prudent to try and get that out. The screws were then removed. It did appear that he was fused in the thoracic spine. It was difficult to tell at the level of the osteotomy. A significant amount of loosing on the right-hand side as screws were then upsized. These were 7.5 x 40 at t11 and t12. Pull ll in because it looked fused there, 7.5 x 50 at l2, 7.5 x 7.5 x 50 at l5, 7.5 x 50 at s1 and 8.5 x 80 on the iliac on the there was well. The surgeon did not 50 at l4, left. All screws had an excellent purchase. Ap and lateral showed good position of all the screws. The wound was copiously irrigated throughout the case. Decortication was then performed with a high-speed #5 fluted ball burr from t11 down to the pelvis. Two large kits of bone morphogenic protein and 20 ml of bone graft were placed. This was after final torquing. The muscle was debrided. The vancomycin powder of approximately a gram and half was placed deep in the wound. A hemovac drain was placed. Fascia was then reapproximated with #1, subcutaneous tissue with 2-0 and skin with 3-0 monocryl. Steri-strips were placed. Dry sterile dressings applied. It should be noted that the remaining vancomycin powder was on he top of the fascia below the subcutaneous closure. The patient was placed supine on his hospital bed, extubated and taken to recovery room in stable condition.

Event description:
It was reported that on (B)(6) 2012, patient presented for follow-up visit two weeks post-op removal re-instrumentation and fusion. Patient reported drainage from wound. On (B)(6) 2012, patient presented for follow-up. Scoliosis films show him to be instrumented from t12 to the pelvis. His instrumentation is intact there is no evidence of loosening. On (B)(6) 2013, patient presented for follow-up visit. Scoliosis x-rays were obtained in the office today and show the instrumentation in position from t11 to the pelvis. He stands in positive sagittal balance but I think this is more positioning for the x-ray. He typically does not stand like this and I think it was just the way that he was positioned for the x-ray. On (B)(6) 2014, patient presented for follow-up visit. Patient reported low and upper back pain. Scoliosis x-rays were obtained in the office today which show the instrumentation in position from t11 to the pelvis with no evidence of loosening or breakage of instrumentation. On (B)(6) 2015, patient presented for office visit. Patient reported neck and low back pain, heaviness in legs. Emg reports do show chronic changes both in the upper and lower extremities.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2001, (B)(6) 2002, (B)(6) 2003, (B)(6) 2007 patient presented for an office consultation. (B)(6) 2003, patient underwent for an x-ray. (B)(6) 2007 patient underwent x-ray of bilateral knee. (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 patient underwent an x-ray of thoracospine. (B)(6) 2009, (B)(6) 2010 patient underwent an x-ray of cervical spine. (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012 patient presented for an office visit. (B)(6) 2009, (B)(6) 2012, patient underwent an x-ray of knee ap and la. (B)(6) 2013, (B)(6) 2014 patient presented for a follow-up. (B)(6) 2013 patient underwent x-ray of knee ap <(>&<)> la. (B)(6) 2013, (B)(6) 2014 patient underwent x-ray of thoracospine.